Event description:
It was reported that on the patient presented to surgery with the following pre op diagnoses: previous l4 to the sacrum fusion with retained instrumentation. 2. Degenerative disk disease with collapse and spinal stenosis, l3-4. The patient underwent the following procedures: removal of instrumentation l4 to the sacrum. Posterior decompression, l3-4. Transforaminal lumbar interbody fusion at l3-4 with allograft bone, local bone, rhbmp-2/acs and peek interbody cage. 4. Posterolateral spinal fusion in the right side at l3-4 and segmental instrumentation at l3, 4 and 5. Per the op notes, bone graft which was a mixture of the local bone and allograft bone, mixed in a one-to-one ratio was packed in the area along with two bmp sponges and a total of 9 cc of bone followed by the 9 mm tall x 30 mm peek cage. This had bone packed in it and was the last thing placed in the space. X-rays were taken which showed good position of implants. No patient complications were reported. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.